Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent. At the time of the follow up, an ultra sound was done and physician noted an aneurysm sac growth. In addition, the angiogram confirmed a type iiib endoleak of the bifurcated device. The physician elected to reline by implanting an infrarenal aortic extension. At the completion of the secondary procedure on (B)(6) 2017, the patient was reported to be doing well. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was the use of strata material in combination with the off-label infrarenal angulation that might have created undue stress on the overlap area. No procedure related harms were detected. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent. An ultra sound completed for a routine follow up showed aneurysm sac growth. The physician brought the patient in for an angiogram and confirmed a type 3b endoleak of the bifurcated device. The physician elected to reline by implanting an infrarenal aortic extension. At the completion of the secondary procedure the patient is reported to be doing well. There have been no additional adverse events reported for this patient.